Event description:
The balloon tip broke off in pt after inflation to 10atm (rated burst pressure is 12atm). Retrieval of the tip was unsuccessful, so the tip was stented against the iliac wall. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.